Event description:
On (B)(6) 2012, the patient contacted animas, stating that the up arrow and down arrow keypad buttons were intermittently unresponsive, required multiple button presses to elicit a response and caused scrolling. The reporter indicated that the rubber keypad was torn at the up and down arrows. The reporter denied any or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damaged was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.